Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. It was reported that additional information can not be provided due to (B)(4) privacy laws. However, should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a ms-30, stem, standard, cemented, 6, taper 12/14 on an unknown date twenty years ago and underwent revision surgery on an unknown date due to loosening.

Manufacturer narrative:
The investigation results are available. Device history records the DHR check could not be performed as the lot number was not available. Event summary: patient had ms-30 stem - mem cup implanted 20 years ago and it was revised on an unknown date due to loosening. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: fracture/ damage/ loosening of stem due to wrong behavior of patient, high patient activity, patient disregards limits of device - possible: no patient information was received. Post operative protocol is unknown. Aseptic loosening due to excessive wear in the modular junction (taper connection) leading to metallosis - possible: as no further information like surgical report or x-rays were provided, this point cannot be excluded. The device was also not sent back for investigation. Aseptic loosening due to insufficient primary stability caused by insufficient cement distribution due to implant design - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend. Aseptic loosening due to insufficient long-term stability (lack of subsidence of polished stem in cement mantle or overload and subsequent fracture of cement mantle) - not possible: as the device was already 20 years in vivo, this point can be excluded. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint or in the current post market surveillance process. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Cementless implantation) - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint, systematic assessment defined in complaint investigation or in the current post market surveillance process. Hypersensitivity reaction leading to pain, loosening due to release of metal ions from implant surface (chemical reduction of material) => possible: as no further information like surgical report or x-rays were provided, this point cannot be excluded. The device was also not sent back for investigation. Conclusion: it was reported that a ms 30 stem was implanted 20 years ago and it was revised on an unknown date due to loosening. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A wrong behavior of patient or high patient activity can be the cause for the loosening. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. (B)(4).